Event description:
A software error was reported, identified as a malfunction code. The error did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. The error did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction code appeared again.